Event description:
Boston scientific (formerly guidant) received information from the patient that he received abdominal aortic aneurysm (aaa) repair via an ancure endograft system . The patient sent scan results from approximately one month ago. This included ultrasound and computed tomography (CT) scan results. Upon review of the ultrasound, aaa enlargement was noted with possible evidence of a leak, a CT was then performed. Four years prior , the infra-renal aaa measured 5.9 cm, on the recent CT scan it measured 6.7 cm in size. The CT scan did not note any retroperitoneal hematoma or fibrosis. No intervention was performed, it was noted that the aaa and graft overall appearance was similar to previous studies. To date, no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available this event will be updated.